Event description:
During the atrial fibrillation procedure, blood leaked and air was aspirated from the sheath. The introducer was used for transseptal puncture and premapping was performed with a diagnostic catheter and no issues noted. When the non-abbott catheter (farawave) was inserted, aspiration was performed and bubbles were noted. The non-abbott catheter (farawave) was removed, the sheath was held down, and blood flowed out of the sheath. The non-abbott catheter (farawave) was reinserted and air was aspirated again. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of a gas/air leak and fluid/blood leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at one side of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.